Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient applied the pod on the arm on (B)(6) 2024 and noticed the blood glucose (bg) levels increased to 325 mg/dl on (B)(6) 2024. A bolus of 6 units was administered with a novorapid pen. On (B)(6) 2024, bg levels rose to 482 mg/dl without associated clinical signs and negative ketosis. The sensor read ¿high¿ (> 27.8 mmol/l) (> 500 mg/dl) and the patient went to the hospital. The patient has redness/skin reactions at the pod installation site after wearing the pod for between 49 and 71 hours. The patient was treated with an insulin infusion and was discharged from the hospital after four days. The name of the healthcare facility was solicited but is unavailable.